Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband reported that the customer had low blood glucose. Troubleshooting was performed. The customer's spouse stated that his wife experienced low blood glucose due to an over infusion on (B)(6) 2010. It was stated that the customer's glucose level was less than 20 mg/dl and she was in a diabetic coma. It was stated that the paramedics were called and took her to the emergency room where she stayed under observation, but she was not admitted in the hospital. It was stated that they believe the low blood glucose was due to chemotherapy and her basals were adjusted due the chemotherapy medication. No further information was provided.